Event description:
Pt receiving 2nd unit of donor blood. Transfusion was started at 0300. Temp normal. During first several hours of transfusion. Day rn went to check on pt at 0650-noted that urine color dark red. Bp was increased to 208/98: urinalysis checked (for blood). Md notified. Transfusion stopped. Urinalysis specimen to lab and lab also notified. Labs for hemolysis-filter tubing sent out for investigation. Results came back. Site of hemodialysis was the blood tubing filter.